Event description:
It was reported that this right ventricular (rv) lead was explanted due to variable in-range pacing impedance values. A new rv was successfully placed. No additional adverse patient effects outside of the replacement procedure were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).